Event description:
This is a supplemental report to initial report 3008789114-2014-00036 to submit additional investigative information from manufacturer of the suspect device. Results are as follows: suspected device evaluated by ok biotech and concluded that the meter and strips are operated within specifications. The meter current test is 0.9ua. The criteria is <55ua. Meter setting, audio and all buttons were ok. Tested the suspected meter with suspected strip and retained strips with in house control solution. The readings of control solution test for low level are: 41/45/46/44 mg/dl; for high level are: 235/240/262/255 mg/dl, the request gcs range is low: 25~70 mg/dl; high: 200~300 mg/dl. All results were within the acceptable range. Reference manufacturer report # 3005862821-2015-00001. (B)(6).

Event description:
Pdc received a call on 12/18/2014 reporting a medical intervention that occurred on (B)(6) 2014 around 2-3 am. Pt (B)(6) stated her blood glucose level had dropped to 26 mg/dl. Pt stated she was having symptoms of stomach discomfort and itching. From previous experience the symptoms led her to believe her blood glucose was dropping. Pt called her husband then passed out. Pt stated that the prodigy meter gave her a false reading of 500 mg/dl, so she took insulin and her blood glucose dropped to 26 mg/dl. The reading on the prodigy meter at the time of the event was 26 mg/dl. Paramedics were called immediately and performed a glucose test with a reading of "lo". Approximately 15 minutes passed between testing with the prodigy meter and the paramedic's meter. Pt was not transported to ER, but was given b50 injection. Pdc sent replacement and prepaid envelope requesting return of suspect device.